Manufacturer narrative:
During testing, it was noted that the device control knob was turned to the off position but the display did not match the control knob position. The probable cause is due to magnet being loose in the detent knob. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report form the customer contact that the device was unable to pump at programmed rate. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device control knob was turned to the off position but the display did not match the control knob position.